Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/26/2013 with the following findings: a review of the pump¿s history showed multiple errors, alarms, and warnings on (B)(6) 2013. The pump powered on normally during testing. The display screen was fully functional and no evidence of moisture was found inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen) issue. The reporter stated that the display screen had gone blank after a recent battery change. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.